Manufacturer narrative:
The technician found during a between patient inspection of the bed that the brake casters would not engage. He could set the brake, but it was not hold due to the brake pads being worn from normal wear and tear. The technician replaced both brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).